Manufacturer narrative:
This product has not been returned as it remains implanted; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system has exhibited noise and impedance issues. The associated leads are non boston scientific products and to date the device remains implanted and in service with no resulting adverse patient effects. Technical services was contacted for a data review but confirmed this patient is not being remotely followed however stated that even small movement of a lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This could impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements while implanted.